Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported "low battery indication and the printout is of half of the original". There was no reported patient involvement.

Manufacturer narrative:
.

Event description:
The customer reported "low battery indication." There was no reported patient involvement.